Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported there was ventricular safety pacing (vsp) soon after a ventricular sense, and it was questioned if this was due to vsp or ventricular sense response (vsr) and if the vsp/vsr may have caused the patient to have an episode of ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.